Event description:
It was reported that occlusion alarms occurred. Customer reported using fiasp insulin. Tandem technical support educated customer on cartridge/insulin labeling. Customer replaced pump supplies and resumed insulin therapy. Customers blood glucose was approximately 300 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 insulins in your pump. Only u- 100 humalog and novolog have been tested and found to be compatible for use with the pump. The use of insulin with lower or higher concentration insulin may cause over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.